Manufacturer narrative:
Company rep evaluated the system and verified the reported problem. Corrections included replacement of the system's valve and mounting spring. System was safety tested to factory's specs.

Event description:
Customer reported an issue with the a3 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.